Manufacturer narrative:
(B)(4). Batch # = m9355e. The analysis results found that the er320 device was returned with 1 clip jammed in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed 15 conforming clips, in addition, the device locked out as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the sideways feed. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways at the third firing on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.